Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Due to the issue, customer's blood glucose level was recorded as "high," but specific values were unknown. They administered a correction bolus via pump and subsequently changed the infusion set and cartridge to resume insulin delivery. Reportedly, the customer continued to use the pump for insulin therapy.